Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was an issue with overfill. The following information was provided by the initial reporter: customer claims vacutainers are overfilling past the cap.

Event description:
It was reported during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was an issue with overfill. The following information was provided by the initial reporter: customer claims vacutainers are overfilling past the cap.

Manufacturer narrative:
Device available for eval yes, returned to manufacturer on: 2020-03-12. H.6. Investigation summary : bd ids received 5 customer samples from lot 9350970 and 5 from a comparable lot were returned from the customer facility for evaluation. 5 photos were returned. The photos do not show the customer¿s indicated failure mode of ¿overfill¿. The customer samples were evaluated and the customer¿s indicated failure mode of ¿overfilling¿ with the incident lot was not observed as the tested samples met the required specifications. Water fill testing was conducted on 5 customer samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.